Manufacturer narrative:
Product event summary: analysis found that during functional testing there was one failure for sensing, however after the test was re-ran three times this test passed all three times. The product did not stop operating during the aging test and no anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the device was connected to a patient, the nurse found that the power source was turned off. At that time the nurse turned the device back on. The next day, another nurse found that the power source was again turned off and the nurse turned it back on again. The nurse was concerned about patient safety and the patient had own pulse so it was decided to stop using the device. The external pulse generator (epg) was rebooted and pacing was monitored at the same setting mode for a while. The device worked for almost a whole day without the power turning off. However device failure was still suspected by hospital staff so it was requested that the device be serviced. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.